Manufacturer narrative:
The evaluation found the distal end cover was found peeling. The insertion tube had an indentation near the 30cm mark from the distal end of the scope. The ultrasound image had one broken element. Scope passed the leak test. The scope was repaired and returned to asset inventory. A review of the repair history indicates the scope was last returned by customer and service inspected (no critical problems found) on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an demo/asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end cover was found peeling. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Considering the manufacturing year of the device, this is likely to be peeled off due to repeated use over a longer period of time. In normal use including reprocessing, it is considered probable that the occurrence was caused by strong rubbing or other external force applied to the product. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.